Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. As the tsr had the translator explain the alarm the line disconnected. When the tsr called back and the message says the line was no longer in service. The tsr was unable to complete system error questions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.